Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The reported event was confirmed based on operative notes received. No product was returned; therefore the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. Review of revision surgery op-notes noted the presence of gross purulence in the knee. Also noted that after the bearing was removed with osteotome, a thorough synovectomy followed by irrigation and debridement was performed and noted all the other implants were well fixed. A 12 mm bearing was implanted. No complications/ deviations noted in the procedure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient enrolled in a clinical study and underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure, irrigation and debridement procedure and a synovectomy procedure approximately two months post-implantation due to infection. During the procedure, the surgeon noted gross purulence. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical products: vanguard ps open intl femoral-right 72.5, catalog # 183113, lot # unknown . Biomet series a 3 peg std 34x8.5, catalog # 184766, lot # unknown. Biomet cc cruciate tray 75mm, catalog # 141234, lot # unknown. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04634, 0001825034-2017-04635, 0001825034-2017-04636.

Event description:
It was reported in the clinical study, following an initial knee arthroplasty, the patient was revised due sepsis. No additional patient consequences were reported.